Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient became ill very quickly over the weekend, with nausea, vomiting, and large ketones. When they took her to ER, her blood glucose (bg) was 615 mg/dl. She was admitted to ICU in diabetic ketoacidosis (dka) and placed on an insulin drip. While at hospital, pump indicated 67 units of insulin remaining in cartridge, but when cartridge removed, the o ring was at that measurement but there was no insulin in the cartridge. The pump did not alarm at any time. Today, the patient returned to school wearing the pump and bgs were between 150 mg/dl and 300 mg/dl all day, but ketones are negative. States battery cap was changed about 2 months ago. Customer support (cs) review found history indicated occlusion alarm on (B)(6) 2013; a low cartridge alarm on (B)(6) 2013; and the next alarm was from 2007. Dad stated pump holds date/time when battery is removed but cannot say why there are no further alarms in pump . States pump usually alarms when there is an issue and pump did not give any alarms during the time bgs became elevated. Patient saw endocrinologist last week and no changes to pump settings. Reporter states current a1c of 7.9%. This complaint is being reported because the insulin on board issue was not resolved, and the patient experienced dka while on pump therapy.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: the black box shows time and date resetting to default following a power on reset at 2:11am (B)(4) 2007; at that point, the user manually set the time was then to 7:33am (B)(4) 2013. Pump opened and the internal battery was found to be leaking. Black box also showed an occlusion alarm on (B)(4) 2013 at 6:41pm; the force at time of occlusion is high. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. Rewind, load cartridge, and prime steps performed successfully with no alarms. Pump passed flow accuracy test and found to be delivering within required specifications. Remaining insulin was calculated accurately. Pump was primed until 20 units remained in cartridge at which point a low cartridge warning was given. Cartridge was removed and 20 units were visually confirmed remaining. Daily insulin delivery totals appear inconsistent due to time/date issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.